Event description:
Reporter stated that the device generated a blood glucose result of 132 mg/dl, without having first applied blood or control solution tothe test strips. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.